Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error code did not reappear, allowing the customer to successfully start their sensor session.